Manufacturer narrative:
Gehc service personnel reloaded system nodes and calibration data. Calibrated camera stops. System functions as intended.

Event description:
Customer reported system camera kept turning after button was released. Customer was able to reboot system and finish case.